Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing sound quality issues and poor perception. Programming adjustments were made; however, the issue did not resolve. A CT scan confirmed the electrode is migrating. It is noted that there was a full insertion during the initial surgery. Revision surgery is scheduled.